Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) failed to boot up successfully after patient support concluded. It was reported after a patient was removed from support, the medical team attempted to reboot the aic to connect to impella connect services. Upon reboot, it was observed that the amber airplane light and the blue cloud light were blinking simultaneously and the boot up sequence would not complete. The aic was power cycled again, it was attempted to be put into flight mode, and factory reset with no change to the startup failure. There was no patient involvement.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: product ic2110 was returned to field service for investigation. Analysis: rl00252 was unable to complete boot up due to partition switching as each boot up would fail in one partition and then attempt to load into the other partition unsuccessfully reproducing the complaint. Replacing the usd card with a known-good allowed the remote lan module (rlm) to boot up as expected. Root cause: the rlm was unable to boot up due to a corrupted usd card but the cause of the corruption could not be determined. Device history batch: subcomponent name: usd card. Material number: 2000-0017. Lot number: 2024286437. Summary: there were no issues related to this complaint discovered when reviewing the product history of console ic2110.